Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Qcp: not yet updated. (B)(6)12.24.2025.

Manufacturer narrative:
Updated sections: b5, h6. The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.